Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type; catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The patient stated they were first notified that their second pump was dying in (B)(6) 2015, and then they had it replaced on (B)(6) 2015. Additional information was requested to determine what was meant by the pump dying, and what troubleshooting was performed related to the pump dying.

Manufacturer narrative:
Serious intervention no longer applies to this event. (B)(4).

Event description:
A representative indicated that the pump was replaced due to normal battery depletion.